Event description:
Rotoburr sheared off the rotofloppy wire during platform/breakcheck, part of rotational atherectomy procedure. The rotofloppy wire was sheared approximately 1" from the guide catheter, leaving us no way to move any equipment in or out of the guider to treat the lesion. Pt was on a critical timeline for treatment of lesion in right coronary artery as he was in cardiogenic shock from his acute mi. We buddy wired back down the vessel with a new wire and balloon combination, while pinning the short rotofloppy wire to a towel on the field. After successful rewiring, the rotofloppy wire was removed safely and no harm to the pt resulted from the device failure.